Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation of the 2009 complaint and will send a f/u letter to the pt. The pt complained that her one touch ultra meter would not turn on beginning three days earlier. The pt would not state whether she had replaced the battery (the day before, the pt reported a low battery indicator on the meter to customer service and was advised to replace the battery). The pt, whose daily diabetes regimen is oral medication, reportedly developed shaking and blurred vision after the alleged no power issue but would not provide details or specific dates. As a result of the alleged issue, the pt ate; however, the pt denied receiving treatment. Because the pt allegedly developed symptoms that reflect both low and high blood glucose after the reported issue started, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.